Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer had blood glucose level was over 26 mmol/l which was treated with insulin pump. Customer stated that the insulin pump had battery cap damaged and crack on the battery side compartment. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump not under delivering the insulin. Customer was assisted with trouble shooting. The customer was using insulin pump on auto mode. The insulin pump will not be returned for analysis.